Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. Alleged failure: heat shrink peeling away. Probable root cause: non-conforming component, poor assembly process, misuse. Use error. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the heat shrink peeling away, which can lead to heat shrink pieces potentially delivered to surgical site. Although there was patient involvement, there was no adverse consequence.

Manufacturer narrative:
The product was not returned for investigation. Therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: heat shrink peeling away. Probable root cause: non-conforming component, poor assembly process, misuse. Use error. (B)(4).

Event description:
It was reported that the heat shrink peeling away, which can lead to heat shrink pieces potentially delivered to surgical site. Although there was patient involvment, there was no adverse consequence.